Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory.

Event description:
It was reported that the patient received inappropriate shocks for nonphysiologic oversensing, and the pacing impedance had increased. The pace/sense portion of the lead was capped and replaced with a new lead. The high voltage portion remains in use. Additional information was subsequently received from an attorney alleging the plaintiff "experienced inappropriate and/or excessive shocking, fracture or other injury requiring medical intervention including but not limited to surgery, removal and/or replacement of the defective [lead]." In addition, "plaintiff has sustained and will continue to sustain severe physical injuries and/or death, loss of companionship and society, severe emotional distress, mental anguish, economic losses and other damages." No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that at the patient¿s generator changeout procedure, when the right ventricular (rv) lead was hooked up to the new implantable cardioverter defibrillator (ICD) the svc (superior vena cava) defib coil impedance read ¿none¿. High/undefined impedance on the svc coil was then confirmed via the analyzer. A fracture of the svc coil was suspected. It was noted that the svc coil insertion point had a fairly significant bend/kink from the old device. The svc portion of the rv lead was then capped. The remaining high voltage defib coil on the rv lead remains in use. No patient complications have been reported as a result of this event.